Event description:
Info received indicates that a 30 cc syringe of morphine was delivered in a half hour and there should have been 25 ml left in the syringe at that time.

Manufacturer narrative:
Investigation found that pump was out of calibration. The pump was calibrated to resolve.